Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose was unknown. Customer was unable to clear the alarm. The insulin pump will return for the analysis.

Manufacturer narrative:
Occlusion alarm during priming confirmed during testing due to jammed gearbox. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to occlusion anomaly.